Event description:
The customer reported that the 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time of the malfunction.

Manufacturer narrative:
Covidien reference number: (B)(4). The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. The unit passed extended self-testing.